Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, a screw covering the cable of the fenestrated bipolar forceps fell inside of the patient. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgical task being performed at the time of the device fragment fall was dissection. The surgeon stated that the fragment had just fallen. It is unknown how long the instrument was in use; the screw fell during the case. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment did not fall inside of the patient during an instrument tip collision. The instrument was removed during the surgical procedure prior to the breakage. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal, the wrist was straightened, and no resistance was felt while removing the instrument through the cannula. There was no damage to the cannula or other instrument damage after the event occurred. The fragment was retrieved with a laparoscopic instrument, and it was confirmed that all fragments were retrieved. No additional surgical procedure was required. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument as well as a fragment are available for return. No photographic images of the device or a video recording of a procedure are available for review.

Manufacturer narrative:
The event investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found the distal idler pulley to be missing and not returned. The customer stated that the idler pulley was retrieved. Further inspection found no other findings to the instrument.